Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that over the last two months, the lvad system produced low flow alarms and the patient experienced a 20 pound weight gain, with dyspnea on exertion. The patient also reported falling out of bed on one occasion. Based on unspecified medical imaging, the lvad clinicians suspected that the inflow cannula had changed position due to the fall. It was reported that the patient would be monitored as surgical options are considered.

Manufacturer narrative:
The patient remains ongoing on lvad support and no further issues have been reported. It was reported that the low flow events were the result of the patient's high blood sugar levels causing the patient to lose more fluid volume than expected. Review of the submitted system controller log files confirmed the reported low flow alarms; however, the pump appeared to be functioning as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the system continued to produce low flow alarms in (B)(6) of 2017. The cause of the low flow issue was determined be to be patient related. The patient's high blood sugar level was reportedly causing the patient to lose more fluid volume than expected. The patient stopped taking diuretics and was given 2.5 liters of saline intravenously. The pump's set speed was also decreased back down to 8600 rpm from 8800 rpm. The patient's condition reportedly improved following treatment.